Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump stopped working during set change. Customer reported of reverting to manual injection and mistakenly overstacked insulin. Customer reported that blood glucose went low and was able to stabilize. Customer's blood glucose reading was not reported. Customer declined transfer to helpline due to insulin pump not working. Customer requested for insulin pump to be replaced.